Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the high-resolution stereo viewer (hrsv) to resolve the issue. The system was tested and verified as ready for use. Isi did receive the hrsv involved with this complaint to perform failure analysis. The hrsv powered up with no video in the left eye.

Event description:
It was reported that during a da vinci-assisted abdominal testicular resection surgical procedure, the customer contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that the surgeon side console (ssc) did not have vision in the left eye. The customer informed the tse that they were using a dual ssc configuration. The customer performed a power cycle on the system, but the issue persisted. The customer was not able to perform additional troubleshooting. The tse advised the customer to perform a hard power cycle on the ssc after the case. The customer proceeded with the case as planned. There was no patient harm. Isi followed up with the initial reporter and obtained the following additional information: the ports were placed prior to anyone sitting at the primary or second ssc. The surgeon completed the procedure with the other ssc.